Event description:
It was reported that the insulin pump had a cracked battery compartment. The blood glucose reading was 180 mg/dl. The customer's family or friend also noted that the battery cap was cracked and was about to break off. She did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The unit was also received with a minor scratched display window.